Manufacturer narrative:
Follow up 1: testing and investigation confirmed the ch-10 product samples were not returned for investigation; however, photos were provided showing the clave of the ch-10 assembly broken at the bond to the spike. This type of breakage at the bond site is typical of unintended long lever bending forces being applied during use. There were no apparent bond defects observed from the photographs provided showing the clave of the ch-10 assembly broken at the bond to the spike. Additionally, the device history was reviewed for the lot number 3770672, and there were no non-conformances identified that would have contributed to the reported complaint.

Manufacturer narrative:
The actual sample was contaminated; therefore, the facility disposed of the spike and tubing set per protocol. The sister sample has not been received for evaluation.

Event description:
The customer contact alleged, during an infusion of paclitaxel, the chemoclave cracked and spilled the contents of the medication bag on the nurse, patient and patient¿s relative. A physician was consulted, however, no medical intervention was required. The customer confirmed there was no serious injury or harm. No additional information has been provided.